Manufacturer narrative:
The t:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was approximately 350 mg/dl at the highest. The bg level was addressed with a bolus via the pump and a manual injection. Tandem technical support had the customer perform a system check and the occlusion was possibly related to the infusion set tubing. Reportedly, the customer used u-500 insulin. The customer would change the infusion set tubing and reported a bg level of 114 earlier in the day of the report.